Manufacturer narrative:
This report is submitted on march 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor sound quality as a result of an abscess in the cochlea. Subsequently the patient underwent revision surgery on (B)(6) 2017, to resolve the issue. The implanted device remains.